Event description:
6 years after the primary surgery, the patient reported stiffness with only a 3° range of motion. The surgeon performed soft tissue releases, downsized the femur by two sizes, and revised the insert (with one of the same size) and patella due to tracking issues. The surgery was completed successfully. No medacta product issue identified.

Manufacturer narrative:
Batch review performed on 31 july 2025. Gmk-sphere 02.12.0023l gmk-sphere femoral component cemented - 3+l (k140826) lot. 188920: (B)(4) items manufactured and released on 15 jan 2018. Expiration date: 17 dec 2023. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Additional devices also revised: gmk-sphere 02.12.0310fl gmk-sphere tibial insert - flex s3l - 10 mm (k121416) lot. 180372: (B)(4) items manufactured and released on 24 may 2018. Expiration date: 06 may 2023. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.07.0034rp patella resurfacing s.2 (new generation) (k090988) lot. 1900601: (B)(4) items manufactured and released on 03 may 2019. Expiration date: 21 april 2024. No anomalies were found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusions: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.